Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (2000 mcg/ml at 363 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient's pump was tilted and deep and it was difficult for the nurse to do refills. The factors that may have led or contributed to the issue were unknown. The pump pocket was revised and the pump was placed in a more accessible site. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.